Event description:
A surgeon reported a pt with thermal corneal tunnel noxa (damage) and postoperative astigmatism following intraocular lens (iol) implant surgery. The pt had a history of hypertension (pre-existing). No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No further info is expected. (B)(4). This report was mailed to FDA on: (B)(4) 2010. The manufacturing internal reference number is: (B)(4).